Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the broach was placed onto the broach handle, the handle would not lock into position to keep the broach engaged. Use another broach handle, no delay or adverse event.

Manufacturer narrative:
The complaint description states that when the broach was placed onto the broach handle, the handle would not lock into position to keep the broach engaged. The device associated to the complaint was returned for analysis. Upon testing the broach bioengineering found that the locking mechanism had worn and the broach was loose when locked into the broach handle. The lot I/d is (B)(4) (april 2011) making this instrument approx. 5yrs old. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could be attributed to product wear. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.